Event description:
It was reported that the customer went to the Emergency Room with a blood glucose (BG) level of 600 mg/dL on (b)(6)2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated BG. Multiple attempts were made by Tandem Technical Support to follow-up with the customer on the reported issue, but no response was received.